Event description:
Patient reported she had blurry vision and pain approximately 5 months post lens implant. Reportedly she had yag done on both eyes which did not resolve her blurry vision and pain. The reason for the yag was not provided. According to the patient her physician told her she had dry eyes and that she needed glasses. The patient did not provide any further information and declined to provide her contact information as well. Therefore, no further information can be obtained.